Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. Customer stated that they experienced a high blood glucose and the blood glucose value was 185 mg/dl. Customer treated with syringe for high blood glucose. Customer stated that display did not return after inserting new battery. The product will return for the analysis.